Event description:
Customer reported testing with the freestyle meter on the finger getting a result of 408 mg/dl. Customer took 2 units of insulin based on this result. Customer reported going into "diabetic coma shock." Their spouse called the paramedics and they received a reading of 23 mg/dl with their unk brand meter. The paramedics checked the freestyle meter and found it to read 200 points higher than their meter. The paramedics treated the customer with dextrose.